Event description:
It was reported that the patient's knee was revised due to implant fracture and polyethylene wear with potential malalignment.

Manufacturer narrative:
This report will be amended when our investigation is complete.